Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product did not connect properly to suction tubing. The plastic connecting piece did not fit and the suction tubing did not stay attached to the nasogastric tube.

Event description:
It was reported that the product did not connect properly to suction tubing. The plastic connecting piece did not fit and the suction tubing did not stay attached to the nasogastric tube.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Pfmea ra7600713 rev 9 was reviewed for this investigation. The reported event is addressed in step/item #2. Based on this review the risk is within the expected range. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.